Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation:analysis of the returned device identified: crease flat, white particles inner and outer of the device. Leak test and microscopic analysis was performed which identified: straited opening on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. Based on the device analysis the final assessment is: striated opening assessed as surgical damage.

Event description:
Healthcare provider reported a right side deflation. The device has been explanted.